Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicate that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire didn't pass through the entire length of the lead due to the guide wire tip and blood being stuck in the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the guidewire became stuck inside the lead and the physician could not remove it. The physician removed the lead and attempted to remove the stylet on the table, but was unsuccessful. A new lead was implanted. No patient complications have been reported as a result of this event.